Manufacturer narrative:
The device was placed at the peroneal nerve in the lower leg for peroneal pain. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On july 11, 2019, the patient contacted the territory manager reporting tenderness at the implant site and visited the implanting clinician's office the same day to review the implant wound. The implanting clinician observed that the tied knot at the implant site was eroding out of the skin.the territory manager reported that the patient was of slender build, which could have contributed to the event since surrounding tissue provides stability in fixating the device. As of august 16, 2019, the patient is reported to be in good health. The patient was still receiving therapy up until the moment of explant. Based on this information, the device erosion was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the device erosion is unable to fixate device -user error. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion through the skin reported to stimwave on (B)(6) 2019, by territory manager who was notified the same day by the patient through a phone call.